Event description:
The customer reported there was no image on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found a poor connection to the interconnect cable. The customer chose not to replace the part at this time.